Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded electronic assembly. The insulin pump had corroded motor home switch noted during visual inspection. The insulin pump was unable to confirm motor error alarm due to unresponsive buttons. The insulin pump also received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 110 mg/dl at the time of the call. The customer had received a low reservoir alert. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.